Manufacturer narrative:
Additional information: the event date was reported as "sometime within the last few weeks" before the event was reported. Review of the customer-submitted video shows that drops flow from each of the bags into both chambers. Customer tubing setup is appropriate. The customer reported allegation remains confirmed based on the video, however, a cause cannot be determined without return of the customer device for analysis. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse all the way and was siphoning from the primary bag when they were running as their secondary at a rate of 100ml/hour. The primary was lowered on a fully extended blue hanger. The event occurred during patient infusion with an antibiotic ceftriaxone as a secondary at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.